Event description:
It was reported that the procedure was to treat an iliac artery. An expired omnilink elite balloon-expandable stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.